Event description:
It was reported by service report that the foot end of the stretcher drifts down and the head end plastic covers are broken exposing sharp edges. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Evaluation result: release linkage.